Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer was called regarding the insulin pump upgrade and the customer reported that the insulin pump has scratches on the screen surface and rejects new batteries. She also stated that she has been experiencing high blood glucose over 200 mg/dl when waking up and also has had some low blood glucose. The customer stated that she took the kids to the park and did not receive a low glucose alert. The customer declined transfer for troubleshooting.